Manufacturer narrative:
Ide device from closed clinical study. No device expiration date or manufacture date available.

Event description:
Patient diagnosed with capsular contracture, baker grade 4 and suspected rupture. Left side device.